Event description:
Impella cp was inserted via the right femoral artery in an 80-year-old male patient for acute myocardial infarction complicated by cardiogenic shock. The patient's comorbidities were not reported. The patient's clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions shock stage d. Prior to impella cp, the patient required multiple inotropic agents, vasopressor therapy, respiratory support, with the addition of antiplatelet therapy, and systemic anticoagulation during impella cp support. During support, a position concern was identified with a reported impella in aorta alarm. Echocardiographic evaluation was performed and the impella cp was repositioned. Pink-colored urine was also noted during this time. Plasma-free hemoglobin was reported to be elevated at 260 mg/dl. Hemolysis was not confirmed by treating team, however; no repeat plasma-free hemoglobin testing was reported, and no blood products were reported to be administered. The customer reported improvement in the hematuria following device repositioning. At the time of the event, the impella cp was operating at performance level p-6 with flows of approximately 3.3 liters per minute. The purge solution consisted of 5% dextrose in water with 25 milliequivalents sodium bicarbonate and was functioning as intended. Care was subsequently withdrawn due to the patient's underlying clinical condition, and the patient expired. Based on the available information, the impella cp functioned as intended throughout support. The reported hematuria with elevated plasma-free hemoglobin may be consistent with hemolysis and occurred in the setting of a positioning concern that improved following device repositioning. Although hemolysis was not confirmed due to the absence of repeat laboratory evaluation, the patient's death is conservatively being reported on the impella cp due to the inability to conclusively dissociate the product from the patient outcome.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.